Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. The analyst noted that visual inspection found outer insulation cut and blood ingress on proximal conductor. According to the finding and the anomalies described in the event and due to the length of implant, it is likely that the extrinsic insulation breach that was observed during analysis occurred at implant. The outer insulation breach is likely the cause for the electrical complaint of high thresholds.

Event description:
It was reported that about one week post implant, the patient was noted to have a micro-perforation and the right ventricular lead had high threshold. The lead was explanted and replaced with a passive tined lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.